Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files; however, it was not reproduced as no product was returned for further analysis. On (B)(6) 2025 at 23:16:43, alarms consistent with a loss of alternating current (ac) power activated while connected to the mpu due to both white and black lead voltages diminishing below the alarm threshold. The alarms cleared shortly after power was restored 5 seconds later at 23:16:48. An additional no external power event was observed on (B)(6) 2025 at 21:48:07 and alarms resolved by 21:49:16 when both power cables were connected to external batteries. The backup battery was able to provide power to the controller during these events. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. Additional information indicates the serial number of the mpu in use is (B)(6), the mpu has a v-lock connector on the ac power cord, the ac power cord came loose from the wall outlet for a brief period, and the mpu remains in use. The root cause of the reported event was determined to be user error as the mpu was revealed to be disconnected from the ac outlet through additional information. No device history record is required if the investigation determines the reported event was user error (as identified in the IFU). The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, rev. D section 3 - ¿powering the system¿ and heartmate 3 patient handbook, rev. A section 3 - ¿powering the system¿ states how to properly provide power the system via mobile power unit. This section also cautions to plug the mobile power unit into a properly tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 instructions for use, rev. D section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. A section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook, rev. A section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU), rev. D section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook, rev. G section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU), rev. D section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use, rev. D section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. A section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for evaluation which revealed a no external power alarm while the patient was connected to their mobile power unit (mpu). The no external power event was recorded on (B)(6) 2025 at 23:16:43 and on (B)(6) 2025 at 21:48:07 while connected to mpu power. It appeared to be caused by a brief interruption in power being provided to the mpu. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. It was noted by the patient that the ac power cord accidentally came loose at the wall outlet for a brief period and that the mpu had a v-lock connector.